Event description:
It was reported that the pt expired due to unk reasons. Unk if pt's death is device related. No further details were provided. Implant duration and date of pt's death are unk. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.